Event description:
The customer reported the system subtraction sequences failing to save. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The video disk was replaced during the service call. The system was tested and found to be working as intended and put back into service.